Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous left anterior descending artery. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the device was inserted into the y-connector while imaging was performed, and when it was advanced about 5cm into the guiding catheter, the shaft was abruptly entangled while rotating. However, the wires are not tangled. There was no resistance, and it was used normally. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous left anterior descending artery. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the device was inserted into the y-connector while imaging was performed, and when it was advanced about 5cm into the guiding catheter, the shaft was abruptly entangled while rotating. However, the wires are not tangled. There was no resistance, and it was used normally. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging core was coiled, sheath was kink and the imaging window was twisted. Microscopic inspection revealed that the imaging core was coiled, and imaging window detached.